Event description:
It was reported that the right atrial (ra) lead exhibited an atrial lead position check failure causing the device to disable atrial atp (antitachycardia pacing) therapies. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).